Event description:
It was reported that intermittent catheter had lubricant issues and some did not slick enough. Per customer via phone on 23apr2024 it was reported by the customer that there seemed to be possibly a packing issue. The customer stated that the packet was not filled but they could see liquid in the package as if the lubricant had been squished out.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be viscometer failure. However, there was insufficient information to confirm this potential root cause. Visual: received one (1) magic 3 intermittent catheter in closed packaging with no obvious defects present. Further testing required. Functional: organoleptic test: sample was tested according to ansi/asqz1.4 c=0 sampling plan, aql- 1.0. Visual inspection noted no water observed in water packet. Lubricious coating was not present. Therefore, product does not meet specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter had lubricant issues and some did not slick enough. Per customer via phone on 23apr2024 it was reported by the customer that there seemed to be possibly a packing issue. The customer stated that the packet was not filled but they could see liquid in the package as if the lubricant had been squished out.